Event description:
Patient reported she has been using her backup infusion device for some time due to the menu button on the primary device stopped working. Patient stated the up button on the infusion device has the plastic come away from it. No further information is available. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Manufacturer narrative:
The complaint cannot be verified due to mishandling of the product. The soft components of the housing/buttons are worn down heavily and restricted handling of the pump is a possible implication. Therefore, moisture entered the insulin pump and destroyed the functionality of the buttons and the pump electronics. Due to an external mechanical influence, the snap dome of the up button is pressed through. This source led to an always activated up button; therefore, none of the buttons react on pressure.